Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was no device/therapy/procedure issue. Additionally, it was stated that the diagnostics/examination was performed at a different hospital on (B)(6) 2016. The issue was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient who had psychiatric disorders (aggression and hallucination) and was admitted to the hospital on (B)(6) 2016. The device was interrogated on (B)(6) 2016 and the programmer report was uploaded. Previously, the patient was admitted to the hospital on (B)(6) 2016 for musculoskeletal and connective tissue disorders (upper limb fracture). The patient's medical history includes primary and secondary indication in 2008, cholesteatoma (head, eyes, ears, nose, throat) that has resolved. The patient's status was unknown.